Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair a rupture of a dissected thoracic aortic aneurysm. It was reported that during the same procedure a bare metal stent (manufacturer unknown) and a gore® excluder® aaa endoprosthesis iliac extender component (pxl161007/8273177) were implanted in the left common carotid artery. The reason the bare metal stent and iliac extender component were used was not reported to gore. On an unknown date after the procedure, the patient developed cerebral infarction. It was reported that the infarction was related to the procedure. On (B)(6) 2011, the patient expired due to the cerebral infarction.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair a rupture of a dissected thoracic aortic aneurysm. An entry tear was located at the left common carotid artery, therefore a bare metal stent was firstly implanted in the artery. As there was still perfusion to the false lumen, a gore® excluder® aaa endoprosthesis iliac extender component (pxl161007/8273177) was additionally implanted in the artery. Angiography showed perfusion from another entry tear located just distal to the left subclavian artery, and the gore® tag® device was implanted distal to the left common carotid artery to cover the tear, intentionally covering the left subclavian artery. The final angiography showed no perfusion, and the whole procedure was completed. On an unknown date after the procedure, the patient developed cerebral infarction. It was reported that the infarction was related to the aortic arch replacement. On (B)(6) 2011, the patient expired due to the cerebral infarction. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative- code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.